Manufacturer narrative:
(B)(4). Appropriate term/code not available for lead replacement due to unspecified issue further information was requested but not received.

Event description:
It was reported that patient presented in-clinic to the electrophysiology laboratory for a right ventricular lead revision. The lead was explanted and replaced for an unspecified issue. The patient was recovering.